Event description:
It was reported that laser fiber snapped into two pieces. Reportedly, no pieces were left inside the patient. No patient complications were reported.

Event description:
It was reported that laser fiber snapped into two pieces. Reportedly, no pieces were left inside the patient. No patient complications were reported.